Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection found that part of the tip was broken off. The broken off piece was not received with the device. The probable root causes for the broken off tip could be due to user mishandling or improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device was broken.